Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with syncope in the emergency room with (B)(6) therapy and backup vvi mode. A device image was sent for further investigation. A device download was performed successfully.